Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 800 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and vomiting. The patient reports eating due to their blood glucose level reading being 50 mg/dl. Once at the hospital the patient was treated was sedated and given intravenous fluids. The patient was prescribed was provided a new glucometer and test strips. The patient was prescribed amlodipine (5 mg) to be taken once daily. The patient was discharged from the hospital after 6-7 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.